Manufacturer narrative:
Product event summary: initial analysis confirmed the customer comment and noted that the screen of the device was gray and unreadable, due to the low voltage differential signaling (lvds) board connections being loose. It was also noted that the device failed the right antenna test due to being loose. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a system upgrade occurred during boot-up of the programmer. It was also reported that the stylus touch-pen could not be operated, and it was making a ringing sound. The programmer has been returned for repair and a requested test and calibration procedure. It was also requested that the software be reloaded. No patient complications have been reported as a result of this event.